Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported complaint was confirmed. The instrument was found with a broken curved blade. The instrument was found with a broken curved blade at the base. The broken piece, approximately 0.54" x 0.10" was not returned. The material was missing.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the head nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The instrument did not collide with anything and no fragment was reported to fall into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the harmonic ace instrument to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.